Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg.